Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the user culture results and reprocessing method were not shared and because the subject device was not returned, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Three attempts were performed to obtain additional information, but no response was received from the customer. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The issue was not confirmed, as the scope was not microbiologically tested by olympus. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had positive micro tests . The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.